Event description:
It was reported that, during revision surgery, a patella and tibial insert from a legion revision system were explanted. Patients current health status is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, during a second revision for unknown reasons, a patella and tibial insert from a legion revision system were explanted. Reportedly, the patella was revised with competitor patella/tibial insert revised with smith and nephew component and the patient¿s current health status is stable without negative impact to date. There was a 25 minute surgical delay with a modified surgical technique per correspondence. It was communicated that the requested clinical documentation was not available. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported revision with a modified surgical technique and less than 30-minute surgical delay could not be determined. No further medical assessment could be rendered at this time. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.